Event description:
It was reported that during a routine maintenance service (inspection) the main inlet that contains the fuse holder, was replaced for preventive purpose. Its contacts were found pitted and fuse was fused to metal contacts. There was no pt involvement. (B)(4). Reference MFR report # 8010042-2013-00128.